Manufacturer narrative:
The device is currently being investigated at microline inc.

Event description:
During a surgical procedure, the renew long fenestrated grasper tip would not open or close smoothly. The procedure and anesthesia time was extended by 5 minutes.

Manufacturer narrative:
The device was returned, decontaminated and visually inspected. There were no signs of physical damage, wear and tear to the device. The returned tip was then attached to working hand-piece for functionality testing. The tip worked as intended. No defected was observed. The returned tips functioned without any issues. This complaint in unconfirmed.